Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.